Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information provided for the investigation, the reported event was reproduced. The probably cause was most likely attributed to failure of the power supply unit and the igniter. Based on the investigation results, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, during the device inspection. That the xenon light source exhibited that the lamp cannot be lit, due to a faulty power unit. And the lamp cannot be lit, due to a faulty igniter. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.